Event description:
Reporter alleged they couldn't use the advantage system as it was not working that morning. Reporter stated the customer was slurring his words, his eyes were glassy, and she thought he was having a stroke. Reporter stated she called the paramedics, he was taken to the hospital, and a result of 31 mg/dl was obtained on their system. Reporter stated the customer was treated with sugar glucose and an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.